Event description:
Summoned to resident room. 2 aides had resident in sling. While transferring from bed to wheelchair the strap that connected to the lift broke (leg strap), then the other strap broke. Prior to the incident no signs of frayed straps and no tears were observed. The lift and straps had been used hours prior on the same resident to lift from the bathroom and no problems then.

Event description:
The sling used for the transfer failed when the leg strap tore and caused the pt to fall (see attached picture).